Event description:
A malfunction was reported displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Corrective actions included providing the customer with pump reset information and assisting with the reset, as well as sending a new replacement pump. The customer was instructed on putting the pump into storage mode before returning it and agreed to use multiple daily injections (mdi) as backup therapy.